Event description:
The lay user/pt contacted lfs alleging intermittent issue with the ok button. The pt was unable/unwilling to verify whether they exhibited any symptoms due to the alleged issue. The pt did not seek any medical attention or contact his or her physician due to the reported issue. The meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.